Event description:
(B)(4). According to the information received, the distal tip of the stone retrevial basket got stuck in the choledoc. The surgeon had to remove the device with force and feared that some duodenal papilla had been snatched. The patient has a biliary fistula and which may require re-surgery. The patient is on high monitoring.

Event description:
(B)(4). According to the information received, the distal tip of the stone retervial basket got stuck in the choledoc. The surgeon had to remove the device with force and feared that some duodenal papilla had been snatched. The patient has a billiary fistual and which may require re-surgery. The patient is on high monitoring.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Follow up #1: the used device was returned and visually inspected. The wire basket was bent and had lost it helical shape. 3 out of the 4 basketwires along with the wire at that handle were bent. It was concluded that the tip of the basket was not traumatizing to the patient and that the device was stuck during the procedure due to user error and not product failure. The IFU states not to apply excessive traction to the device during withdrawal to avoid damaging the wires of the basket.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.